Event description:
It was reported that the patient had ineffective therapy due to lead migration. Surgical intervention was undertaken and the leads was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that it was the patient's scs leads that were explanted and replaced and not drg as previously reported.

Manufacturer narrative:
Correction d3: manufacturing site in d3 should have been st. Jude medical - neuromodulation (puerto rico, llc) and the MFR number 1 should have been 3006705815. Correction d4 and d6a: device information has been corrected to patient's scs lead.